Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information: b5, d1, d4, g1, h6, h4.

Event description:
Additionally, healthcare professional reported left side pain. The device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side "rupture or folding of the prosthesis" with "minimal per-prosthetic fluid". The device remains implanted.